Event description:
Customer reported via phone, he was having difficulty pressing the keypad on the insulin pump. The up and down buttons were not responding properly the device will begin to scroll, as if the buttons were stuck. The act button is unresponsive. Customer didn't recall his blood glucose level but current was 65 mg/dl, treated by drinking juice. Customer stated the device might have been exposed to moisture and he was in a flight. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent response due to corroded keypad traces. The device also had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, and broken belt clip slot.